Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. According to the analysis, there was nothing indicating a manufacturing or design-related issue. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU) and in the product risk documentation. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that a patient had a water vapor therapy procedure, and after that he has had persistent urinary tract bacterial infections since the procedure, the issue is on-going. The patient completed two courses of antibiotics, with clearance and then subsequent culture positivity. After that, the patient was diagnosed with urethral meatus stenosis, and dilation has been performed. No further information is available.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that, since undergoing a water vapor therapy procedure, the patient has experienced persistent urinary tract bacterial infections. The patient has been through three courses of antibiotics but the issue is ongoing. No further patient complications were reported.